Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The event occurred on the first day of use. The insertion site was abdomen. The infusion set was in use for less than twenty-four hours. The blood glucose level was high, and the patient was treated with a manual injection. The patient replaced the infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.